Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave y-site remained in the opened position. The tubing set was being used to deliver an unspecified volume of lactated ringers, via gravity during a surgical procedure, in the operating room. At an unspecified time, a male adapter of a syringe was connected to the middle clave y-site of the tubing set to deliver an unspecified concentration of propofol IV push. After the delivery of medication, the syringe was disconnected from the clave y-site. It was reported that the silicone sleeve of the clave y-site remained in the opened position and unspecified volume of solution leaked. It was reported that the male adapter of an empty syringe was connected to the middle clave-y-site and the tubing set remained in clinical use. At an unspecified time, it was reported that the tubing set was replaced in the post anesthesia care unit. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.